Manufacturer narrative:
The investigation confirmed lower and higher than expected results were obtained from two different levels of vitros tdm performance verifier (pv) quality control fluids using vitros valproic acid (valp) reagent when tested on two different vitros 4600 chemistry systems. The assignable cause of the lower and higher than expected vitros valp results obtained on the vitros 4600 system (j46000796) was an instrument related issue. Vitros valp within-run precision testing was outside of acceptable guidelines, and within-lab imprecision was observed using two valp reagent lots, where acceptable precision was obtained on one of the valp reagent lots tested on an alternate vitros 4600 system. In addition, historical vitros valp quality control results were not acceptable, as vitros valp results shifted low each time a new reagent pack was loaded. Therefore, an unknown reagent pack issue, or improper reagent pack handling or storage cannot be ruled out as contributing to the event. Ortho field service will be sent to the site to investigate the performance of j46000796. The definitive assignable cause of the lower and higher than expected vitros valp results obtained on the vitros 4600 system (j46000130) is unknown. A review of historical vitros valp quality control results demonstrated within-lab imprecision. It was noted that the vitros valp results shifted low each time a new reagent pack was loaded. Therefore, an unknown reagent pack issue, or improper reagent pack handling or storage cannot be ruled out as contributing to the event. Vitros within-run precision testing was within acceptable guidelines, indicating the vitros 4600 system was performing as intended and did not likely contribute to the event.

Event description:
A customer obtained lower and higher than expected results from two different levels of vitros tdm performance verifier (pv) quality control fluids using vitros valproic acid (valp) reagent on two different vitros 4600 chemistry systems. Vitros 4600 chemistry system, j46000796: vitros tdm y6278 results of 14.5, 13.8, <10.0, <10.0, 39.7, 39.5, 42.0, <10.0, <10.0, <10.0, <10.0, 13.7, and 13.5 ug/ml vs. The expected result of 25.5 ug/ml. Vitros tdm b6280 results of 83.5, 46.0, 56.1, 135.7, 37.2, 35.3, 48.4, 51.2, 83.3, 81.9, 75.7, and 78.0 ug/ml vs. The expected result of 112.0 ug/ml. Vitros 4600 chemistry system, j46000130: vitros tdm y6278 results of 11.3, 11.0, 11.2, 39.6, 42.4, 42.1, 11.2, 11.2, 12.7, 40.0, 41.0, 40.4, 41.7, 35.3, 35.2, 34.8, 35.0, 35.1, 35.8, 34.8, 11.5, and 12.2 ug/ml vs. The expected result of 24.65 ug/ml. Vitros tdm b6280 results of 72.6, 71.9, 74.0, 75.9, 132.8, 136.7, 85.6, 87.0, 74.4, 73.6, 77.6 and 137.5 ug/ml vs. The expected result of 112.29 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The unexpected vitros valp results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results would be affected if the event were to recur undetected. However, there was no report of affected patient results and there was no allegation of actual patient harm as a result of this event. This report is number four of ten MDR¿s for this event. Ten 3500a forms are being submitted for this event as a total of ten devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).